Manufacturer narrative:
The investigation into the low pump flow and the thrombus has been completed. The device was not returned for benchtop evaluation and investigation. However, data logs were returned and motor current spike corresponding to suction was found. The root cause of the low pump flow issue was most likely biomaterial. The root cause of the thrombus issue was patient condition related.

Manufacturer narrative:
The impella device was not received from the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed. Instructions for use for the related event are as follows: ¿potential adverse events (united states) acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and vascular injury.¿

Event description:
The user facility reported a 61-year-old male had impella cp support ongoing when the pump had suction and low flows. The team was unable to remedy the issues, so explanted the cp and delivered a new 5.5 via the axillary artery access. Upon closure of the femoral access of the impella cp, the team observed clot to have cascaded down to the superficial femoral artery and popliteal. Intervention was performed and thrombolytics were considered but not used due to fresh post-op nature.